Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2, -12.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to glare/haloes. This resolved the problem. Reportedly, there is no plan to implant another lens.